Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated the infusion device did not provide an e1 cartridge empty error when the cartridge was empty. She confirmed the volume indicator read 0 and that e1 was not in the error history. No adverse event was reported. The infusion device was replaced and requested for evaluation.